Manufacturer narrative:
Concomitant product(s): a 419688 lead, implanted: (B)(6) 2014, dtba1d4 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was atrial undersensing on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.